Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 30 mg/dl at the time of incident. Customer stated that the it was unknown whether the customer was using automode at the time of reported event. Customer declined troubleshooting for low blood glucose. The device will not return for the analysis.